Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that there was no device, therapy, or procedure issue and that per the patient¿s husband the patient was hospitalized due to respiratory failure and renal failure with a rehab stay.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a patient receiving intrathecal baclofen (unknown) and morphine (unknown) at unknown concentration/dose via an implantable pump for spinal pain. It was reported that the patient was admitted to the hospital on (B)(6) and the physicians believed that the medication from the pump "may have been a factor" in the patient being admitted. The patient rep stated that they adjusted the pump settings and turned off the bolus when they were released. The patient rep said that they were told that the alarm date had been changed since the bolus has been disabledand the medications in the pump were decreased by 50%. The patient was redirected to their healthcare provider to further address the issue.